Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 23 mmol/l. Customer reported that they treated with insulin pump and manual injection for high blood glucose level for last 8 hours from high blood glucose level. Customer was alleging that the insulin pump was under delivering as blood glucose level was not going low. Customer reported that the cannula of infusion set was bent. The insulin pump will not be returned for analysis.